Manufacturer narrative:
The investigation of priming issue has been completed. The pump was returned for evaluation. The pump was connected to console and purged for approximately 18 minutes without issue. Purge fluid was present exiting from outflow cage. The data logs were reviewed and real time log of pump priming in field shows pump was able to prime and have a stable purge pressure and purge flow. Purge flow ticks are consistent after priming of purge cassette was performed. Placement signal is near 0, indicating that the pump was never inserted into the body. Clinical details noted that when pump was being primed, no purge fluid was observed exiting from outflow cage in the field. The pump was exchange for a new impella cp for patient support. No problem found with pump in the field or on returned product.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that upon attempting to prime the setup, no purge fluid was observed flowing out of the pump assembly. It was noted that the purge line had been successfully primed prior to the pump being attached. The pump was replaced to resolve the issue. There was no patient harm.